Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a procedure on an unknown date using an interspinous spacer for lumber canal stenosis at l4/5. It was reported that the patient's pain did not improve post-operatively. A revision surgery for removal of the implant was performed. No further information was reported.